Event description:
It was reported during a laparoscopic cholecystectomy while using the er320 the first three to four clips that were fired formed properly. Subsequent clips scissored on tissue. The surgeon completed the case with the same device. There was no consequence to the pt.